Manufacturer narrative:
(B)(4). Concomitant medical products: item 00598004701, lot 64277570, tibial baseplate. Item 90597004010, lot 64422359, art surface. Item 00597206532, lot 64325365, patella. Item # unknown, lot # unknown, palacos qty: 3. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00029, 0001822565-2020-00177, 0002648920-2020-00030.

Event description:
It was reported that a patient had a total knee arthroplasty and subsequently the patient is experiencing severe pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. The event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient contacted their family doctor suspecting an infection and was seen at a local hospital with no sign of infection. The patient was admitted to hospital due to severe pain where a nerve block was placed and a pain treatment plan was made. The patient was admitted again to hospital due to possible infection but aspirations confirmed no infection. At the 3-month follow-up, the patient was experiencing progress in rehabilitation and less pain. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.